Event description:
According to the customer, "the 20 ml syringe as some type of particle was found between the barrel and plunger of the syringe that has caused a concern with the practicing clinician".

Manufacturer narrative:
According to the customer, "the 20 ml syringe as some type of particle was found between the barrel and plunger of the syringe that has caused a concern with the practicing clinician". There was no further information. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.